Event description:
At about 1 year 4 months after the primary, the patient came in reporting instability due to laxity. The surgeon revised the 10mm insert with a 14mm insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 january 2024: lot 2005734: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: 1,5 years after primary tka in an apparently heavy and young patient, secondary joint laxity is developed and therefore a reoperation with insertion of a thicker inlay is carried out. This event should be considered disease progression and not a failure of the previous treatment.